Event description:
Related manufacturer reference number: 2017865-2022-01188. It was reported that the implantable cardioverter-defibrillator (ICD) and right ventricular (rv) lead exhibited post-sensed t-wave oversensing which led to inappropriate therapy. Programming changes were made, and the rv lead was repositioned. The patient's status was unknown.

Event description:
Related manufacturer reference number: 2017865-2022-01188. It was reported that the implantable cardioverter-defibrillator (ICD) and right ventricular (rv) lead exhibited post-sensed t-wave oversensing which led to inappropriate therapy. Programming changes were made, and the rv lead was repositioned. The patient's status was unknown.

Manufacturer narrative:
Correction: previously reported b1 should not be "adverse event", previously reported b2 should not be "required intervention to prevent permanent impairment/damage (devices)", previously reported h1 should have been "malfunction" instead of "serious injury".

Event description:
New information indicates that the right ventricular lead was not repositioned. Repositioning was discussed, but not performed.